Event description:
It was reported that the bd max¿ system, bd max¿ instrument gave false positive test results. Confirmatory pcr testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: the samples were initially tested on the bd max instrument and were positive. They were then repeated on another pcr platform (luminex) and were negative when repeated from the same uvt specimen.

Manufacturer narrative:
Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument gave false positive test results. Confirmatory pcr testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: the samples were initially tested on the bd max instrument and were positive. They were then repeated on another pcr platform (luminex) and were negative when repeated from the same uvt specimen.

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number ct1871) had an "false positive" error. Customer reported that they have received false positive results on cov-2 assay. Customer repeated the run on the luminex platform and received a negative result. Field service was dispatched. Field service replace the a side reader. Customer performed em and received no positive results. Customer was able to run external control with no issues. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(4)2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1871 and no additional work order was observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch.